Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform sim vivo (simulation of the electrical signal produced by the sensor tail) testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated. H4 - device mfg date and d4 - expiration date have also been updated based on returned product.

Event description:
A customer reported receiving a "replace sensor" error message on the adc freestyle libre sensor on the same day of application. The customer experienced symptoms described as ¿restlessness, weakness, and trouble speaking¿ and was unable to self-treat. A caregiver treated the customer with food and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message on the adc freestyle libre sensor on the same day of application. The customer experienced symptoms described as ¿restlessness, weakness, and trouble speaking¿ and was unable to self-treat. A caregiver treated the customer with food and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving a "replace sensor" error message on the adc freestyle libre sensor on the same day of application. The customer experienced symptoms described as ¿restlessness, weakness, and trouble speaking¿ and was unable to self-treat. A caregiver treated the customer with food and no further information was provided. There was no report of death or permanent impairment associated with this event.